Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Preliminary investigation based on photos provided by the customer indicates that the facility's bflex single-use bronchoscopes are stored on a rack with the bronchoscope tips facing directly in front of a window. It is possible that the reported tip flaking/peeling may be caused by exposure to direct sunlight through the window. The bflex single-use bronchoscopes operations & maintenance manual (omm) contains a caution stating: "do not store bflex pouches in direct sunlight." Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 5.0 single-use bronchoscope, the physician noticed white flakes in the patient's airway. Upon removing the bronchoscope, they noticed the coating at the tip of the bronchoscope was peeling away. They reported using a reusable scope and forceps to remove all the white pieces from the patient's airway. No delay in the procedure or harm to the patient was reported.